Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. The insulation on the shaft has dissolved/melted and is compromised; there are no manufacturing abnormalities visually observed with the device. During functional evaluation the device excites plasma on max/min settings as specified; the suction line was tested and was clogged by dried parts of tissue; a back flush cleaned the line and the suction line performed as intended. The complaint was verified. Factors that could have contributed to the reported event include: (1) it is possible that hot saline was flowing through the wand when using the suction feature, also (2) failure to maintain proper suction can also cause an elevation in fluid temperature. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the insulation on the tip of the starvac has dissolved during use outside the patient. It was replaced immediately. No patient was injured and a delay shorter than 30 minutes was reported.